Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time. Additional: the user interface module master software version is 5.03.00, categorized as unremediated. A service history review revealed that the device has not been previously serviced by baxter for the reported condition. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Event description:
The facility representative reported that the colleague infusion pump dispensed therapy at 999 ml/hr. The customer attempted to stop the device but the device did not stop. The device finished the therapy and it stopped on its own by getting an air in line alarm. There was no adverse event, patient injury or medical intervention associated with this report. The event occurred in the intensive care unit after delivery. There is no further complaint information available. The user interface module master software version is currently unknown.